Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a watchman procedure. Reportedly, when attempting to remove the prostyle device, the guide separated. Contralateral access was done and a snare was used to retrieve the separated part. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
B3: estimated date of event. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.